Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lcd display and encoder flex were also found to be out of specification. The battery release, lead flex cover, battery contacts, battery drawer, and battery flex were contaminated. Two side bail covers, and the upper and lower cases were broken, and the ring was bent.

Event description:
During a routine calibration inspection, the biomedical engineer found the unit would not power on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.